Manufacturer narrative:
Product complaint # (B)(4). Batch number: r5724g. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: please clarify "keeps jamming": the device would not fire the staples. Did the device lock-out (no staples deployed and no cut line started)? It would not fire. No staples deployed. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was there any difficulty opening the device? If yes, how was the device removed from the patient? Opened the clamp trigger. If yes, did the jaws eventually open? Yes.

Event description:
It was reported that the item is faulty and keeps jamming. No patient consequence reported.